Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00065: case 1, 3025141-2019-00066: case 2, 3025141-2019-00068: case 4, 3025141-2019-00069: case 5.

Event description:
Following implantation of an acutrak 2 screw, the patient experienced screw loosening and backing out of the screws in the joint. No revision surgery was reported. Case 3. From: article: four corner fusion and scaphoid excision using headless compression screws for slac and snac wrist deformities. Richards, allison alexander; afifi, ahmed m.; moneim, moheb s. Tech hand surg 2011; 15: 99-103.